Event description:
Manufacture's reference #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The subject matter expert from manufacturer's site analyzed this case. The high co2 values for etco2 and paco2 indicates a mismatch in the ventilation/perfusion ratio in the lung. It usually happens when using too small tidal volumes, not compensating for dead space volume in heat and moisture exchanger (hme) leading to a larger shunt of pulmonary blood flow that does not take part in the alveolar gas exchange. The external dead space volume (volume of hme) added must be compensated by a corresponding increase in tidal volume. If instead the respiratory rate is increased, the gradient between etco2 and paco2 may be increased since a large part of the ventilation will only reach the physiological dead space compartment and thus not take part in the gas exchange. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/08/2022. Corrected manufacture date: 08/31/2022. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that there was a difference between measured etco2 and paco2. There was no patient harm. Manufacture's reference #: (B)(4).